Event description:
Additional information received that the device explant surgery was completed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device had reached elective replacement indicator (eri). In (B)(6) 2018, the previous follow-up in clinic, the device had over a year of life expected. Premature battery depletion is suspected. Device exchange is anticipated. The patient was stable.